Manufacturer narrative:
The reported event of cobra deformation could not be confirmed. One photo was received from the field, which appeared to show an occluder being deployed with a cobra deformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 19 amplatzer septal occluder was selected for implant. During device prep, a deformation was noted but the device was used anyway. During the implant procedure, the device was positioned and again deployed in a cobra deformation. The device was removed and replaced with a 18 mm amplatzer septal occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable though. The patient is stable.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.